Event description:
The facility representative reported a colleague pump with an inoperative stop button on the pump head module keypad. This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software (B) (4). No additional information is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.